Manufacturer narrative:
A partial lead was returned in two segments for analysis. The lead exhibited normal electrical characteristics.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in clinic, loss of capture was observed. Dislodgement was observed via x-ray. The lead was explanted and replaced. There were no complications and the patient was discharged in stable condition.